Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the reservoir had air bubbles. Customer's blood glucose level was 220 mg/dl at the time of incident. Customer stated that the location of the air bubbles was at reservoir and were observed during filling process. Customer stated that the size of the air bubbles were multiple air bubbles. The customer also stated that there was leak at the site. The reservoir will not be returned for analysis.